Event description:
Caller claimed an incident where the capno-flo manual resuscitator was used to ventilate a pt in the emergency room, and during manual ventilation to the endotracheal tube, the resuscitator bag was not working properly. Caller claims that the duckbill valve of the resuscitator failed. Pt was extubated and then reintubated. The pt was still intubated in the emergency room awating a bed in the intensive care unit. No copy of this report has been received by nellcor puritan bennett at this time. The hosp has declined to send the nonworking device to nellcor for an eval.